Event description:
There was no pt involved in this event. This device malfunctioned because it was switching itself on automatically. A device switching itself on automatically, if left undetected, could result in the battery becoming depleted.

Manufacturer narrative:
The pad device was installed on (B)(6) 2008 and operated successfully until (B)(6) 2011. During this time, the device successfully completed all but four self tests that failed due to a low battery. These fails occurred on (B)(6) 2010, (B)(6) 2011. There is no evidence of the device switching itself on. Although no fault was found with the pad or pad-pak the returned pad-pak was depleted to the point it triggered the battery mgmt system in the device. The batteries can be depleted by a variety of conditions including the storage location of the device, age of battery pack and level of manual intervention. This particular pad-pak was in use for two years and six months and was capable of giving therapy if required. The pad pak, which contains the electrodes and batteries, is labeled for single use, but the samaritan pad 300 and 300p devices are for multi-use.